Manufacturer narrative:
(B)(4) (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the power module device did not work; and that the red light was on. There was no delay in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had liquid, malfunction, was damaged and did not work. It was also determined noted that the device failed pre-test for check for external cleanliness and foils of liquid damage, check charging sockets, information button and self test, charging and checking of the power module in charger, function test, saw test, check indicator and liquid damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper re-processing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.